Manufacturer narrative:
This report is filed december 3, 2015.

Event description:
Per the clinic, the patient experienced device migration resulting in the decision to explant the device. On (B)(6) 2015 the device was explanted and the patient was re-implanted with a new device.